Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pressure gauge on a fluid warmer will not go over 200mmhg. The reporter stated that a different gauge connected to the same unit goes to 280-290 properly with no issues. The reporter also stated that 5.6psi passes through the gauge in question, but the unit will still not get to the correct pressure according to the manual. Status of the product at the time of the event is unknown. There was unknown patient involvement, but no patient harm/adverse event was being reported.

Manufacturer narrative:
A1 - patient identifier: updated. D3 and d4: updated. H3 and h6 codes: updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.